Event description:
It was reported by a customer on (B)(6) 2011 the fiber exploded; the fiber tip turned black and there was no beam visible at 80,000 joules. Also, it was reported the fiber did not break inside of the prostate. The procedure was finished using a pv equipment. No patient injury was reported.